Event description:
An aneurx stent grafts system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. Approximately 2 years and four months post the stent graft implant, it was reported there was a type 1 endoleak from dilatation of the aortic neck. There was also a type 2 endoleak coming from a lumbar artery and an occluded left iliac limb with aneurysm enlargement to 6.1 cm. No attempts at repairing these complications were made and the decision was made to explant the stent graft after which a conventional stent graft was sewn in. The pt was fine after the procedure. The stent graft was discarded.